Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient experienced a fall (date unknown) and was treated in the intensive care unit for a cerebral contusion. The patient subsequently died on (B)(6) 2009. It had been reported the patient had regular device checks, and the device was checked 6 months prior to death with no issues noted. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient experienced a fall (date unknown) and was treated in the intensive care unit for a cerebral contusion. The patient subsequently died on (B)(6) 2009. It had been reported the patient had regular device checks, and the device was checked 6 months prior to death with no issues noted. Follow up revealed the cause of death to be brain contusion and severe fever. The reason for the fall was unknown. Patient had been pacemaker dependent. There is no allegation from a health care professional that the death was device related. No autopsy was performed.